Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Information updated to reflect the correct initial reporter.

Event description:
Per dealer consumer states commode has split.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per dealer consumer states commode has split.